Event description:
Complainant alleged that during training by a zoll representative, the device the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was only observed onsite by a zoll representative using the customer's battery. The device was put through extensive testing including bench handling, stress testing and defib cycling without duplicating the report. The device was recertified and returned to the customer. It's important to note that the battery used and observed onsite was not returned with the device. Analysis of reports of this type has not identified an increase in trend.